Manufacturer narrative:
Evaluation conclusion: the manufacturer only investigated the returned system board. Only returned component evaluated.

Event description:
A ventilator's system board was returned to the manufacturer's quality assurance laboratory for further evaluation. During the evaluation, the root cause of the system board failing was caused by program corruption.